Event description:
A trilogy evo ventilator was returned to a third-party service center for routine maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer compliant "device failed the active exhalation verification" was confirmed. There was no additional information provided regarding parts or repairs. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.